Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7084282/7088296. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 24553988.

Event description:
It was reported that the patients implantable pulse generator (ipg) migrated resulting in difficulty charging. The patient underwent an explant procedure. It was unknown as to why the spinal cord stimulator (scs) leads and clik anchor were removed. The patient was doing well postoperatively. The explanted device was not returned as it was discarded by the hospital.

Event description:
It was reported that the patients implantable pulse generator (ipg) migrated resulting in difficulty charging. The patient underwent an explant procedure. It was unknown as to why the spinal cord stimulator (scs) leads and clik anchor were removed. The patient was doing well postoperatively. The explanted device was not returned as it was discarded by the hospital. Additional information was received that it was patients decision to remove the leads and the clik anchors as well.